Event description:
It was reported to philips that the allura xper fd20 system has sparks coming from the injector connector. The device was in clinical use. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned by manual die injecting. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with injector connector inside the table. The customer stated that he had a single injector between two cath labs, during removal & reconnect the connector due to loose connection sparking was occurred. Upon functional testing, fse found that the table base connection box wire bundle was defective. Fse replaced the table base connection box wire bundle. After replacement, the system was return to use in good working order. The codes were updated based on the investigation outcome.